Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they could not squeeze the handle pre-operatively, so it did not fire the staples. There was no patient I nvolvement.